Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B94867) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included peripheral swelling, solitary cyst of breast, fatty liver, cholelithiasis, cesarean section and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: sprintec. Concurrent conditions included polymenorrhoea, urinary tract infection, smoker, pedal edema, cervical intraepithelial neoplasia I, endometriosis, endometrial ablation, fibromyalgia, gastroesophageal reflux disease, chronic cholecystitis, laceration repair, diarrhea, gastroenteritis, appendicitis, leukocytosis, vomiting, cholelithiasis and endometrial disorder. Concomitant products included colecalciferol (cholecalciferol), gabapentin (gabapentine), naltrexone (vivitrol), nsaids, paracetamol (acetaminophen), salbutamol (albuterol hfa) and topiramate (topamax). On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (therma choice ablation (B)(6)2015). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, depression, bladder disorder, urinary tract disorder, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain ,dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6)2018: there are echogenic linear structures are visualized within the bilateral cornua consistent with patient's history of essure implants. The endometrium measures 5.0 mm in thickness. Impression: 1. The endometrium measures 5.0 mm in thickness. 2. The further evaluation and follow-up would be done at the discretion of the referring physician with patient history of pelvic pain and irregular vaginal bleeding. Ultrasound scan vagina - on (B)(6)2015: findings: bilateral essure devices are visualized. Impression: 1. Unremarkable ultrasound of the pelvis. 2. Normal color and spectral doppler flow within both ovaries.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B94867) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included peripheral swelling, solitary cyst of breast, fatty liver, cholelithiasis, cesarean section and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: sprintec. Concurrent conditions included polymenorrhoea, urinary tract infection, smoker, pedal edema, cervical intraepithelial neoplasia I, endometriosis, endometrial ablation, fibromyalgia, gastroesophageal reflux disease, chronic cholecystitis, laceration repair, diarrhea, gastroenteritis, appendicitis, leukocytosis, vomiting, cholelithiasis and endometrial disorder. Concomitant products included cholecalciferol (cholecalciferol), gabapentin (gabapentin), naltrexone (vivitrol), nsaids, paracetamol (acetaminophen), salbutamol (albuterol hfa) and topiramate (topamax). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (therma choice ablation (B)(6) 2015). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, depression, bladder disorder, urinary tract disorder, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain ,dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: there are echogenic linear structures are visualized within the bilateral cornua consistent with patient's history of essure implants. The endometrium measures 5.0 mm in thickness. Impression: the endometrium measures 5.0 mm in thickness. The further evaluation and follow-up would be done at the discretion of the referring physician with patient history of pelvic pain and irregular vaginal bleeding. Ultrasound scan vagina - on (B)(6) 2015: findings: bilateral essure devices are visualized. Impression: unremarkable ultrasound of the pelvis. Normal color and spectral doppler flow within both ovaries. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs+mr received. Lot number received. New events: abnormal bleeding (vaginal), psychological or psychiatric problems condition: mental anguish were added. Psych injury updated to psychological or psychiatric problems condition: depression. New reporters, plaintiffs information added. Concomitant conditions, drugs added. Past medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.